Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary ed2 drawer 2.1 failed and the device was not on the bus. The customer attempted troubleshooting by rebooting the station; however, the problem persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from main pharmacy or another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that auxiliary half height drawers 2.1 and 2.2 had failed and could not be recovered. After assessing the components behind the drawers, the fse determined that the pyxis bus module controller board had failed. The pyxis bus module controller board was replaced. After the reboot, the rx technician was able to successfully recover the failed storage spaces. A final test was initiated using the hardware test application (hta), and the test passed. The fse launched the hta to ensure all drawers opened and closed properly, checked for any missing slide bumpers or loose front panels, and verified that no medications had fallen between the cubie pockets. Slide bumpers were installed on auxiliary half height drawer 2.1 and auxiliary half height drawer 2.2. The system functioned as intended after the field service engineer repaired the device.